Manufacturer narrative:
The device will not be returned for evaluation. The investigation is in progress.

Event description:
It was reported that the outer box was damaged and the inner pouch was ripped at the sterile seal. The product was received in a damaged and non-sterile state. Reportedly, the package was received at the user facility in poor condition. Care was taken with the product from receiving to use and had been stored correctly. The outer box was damaged. When it was opened, it was noted that the inner pouch was torn at the seal and the sterility was compromised. The device was not damaged. There was no patient involvement.